Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 53.3 mm diameter x 97 mm length abdominal aortic aneurysm approximately three weeks ago. The aortic neck was 23.3 mm in diameter and 20 mm in length. It was reported that the final angiogram showed a proximal type ia endoleak. Another manufacturer's stent graft was implanted to address the type I endoleak and touch up was performed with another manufacturer's balloon. The endoleak diminished; however, it did not resolve. The will be monitored by the physician. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak). Lack of information (unknown cause of endoleak). Evaluation conclusion: lack of information (unknown cause of endoleak).